Manufacturer narrative:
Product inquiry states both drills to be subject products. No further associated products were reported. The review of the device history records revealed no discrepancies. The items returned were documented as faultless prior to distribution. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The drilling spirals are completely sheared off at both drills; at the drill, ao t2 humerus ø3,5x230 mm with cat. # 18063540 and lot code ku47070 at the level of approx. 14 mm from the tip and at the drill, ao t2 tibia ø3,5x130 mm with cat. # 18063550 and lot code ku89346 at the level of approx 7 mm from the tip. The broken off pieces were not returned as they remained inside the patient¿s bone. Appearance of the breakage surfaces, the course of the breakage lines as well as the absence of plastic deformation indicate a (forced) brittle break of the devices due to overload, most likely by bending stresses. The breakages may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). Based on the above facts the root cause of the reported event is not related to a deficiency of the devices, but is rather linked to improper handling by the user. Regarding the fact that the broken off drill parts remained inside the patient¿s bone it is up to the surgeon to balance reasons to remove the parts in a second surgery against the patient¿s benefit. Excerpts from a statement of a hcp regarding a similar case: ¿an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. It is of interest whether a broken part of a drill can be left in the bone or should be retrieved; also in the case that greater harm to the bone would be done. It is well known to an expert user that a broken part of a drill which is completely embedded in the bone normally does not cause any harm. In absence of a nickel allergy, the material used for the drill (x 90 crmo v 18, 1.4112 or x20crnimos13-1, 1.4197) does not cause any local or systemic incompatibility.¿ review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
(B)(6) hospital, the device (18063540) was used to implant a nail due to a fracture of the humerus. During the drilling of a proximal screw, the tip broken. During the same surgery also another tip broke (18063550) during the drilling of a distal screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
At (B)(6) hospital, the device (18063540) was used to implant a nail due to a fracture of the humerus. During the drilling of a proximal screw, the tip broken. During the same surgery also another tip broke (18063550) during the drilling of a distal screw.